Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2013. It was reported that the stent was being placed to close an esophageal fistula and the patient anatomy was not tortuous. According to the complainant, following the stent implantation (exact date unknown), the stent migrated into the stomach. On (B)(6), 2013, another wallflex esophageal stent was implanted to close the fistula. The physician chose to leave the migrated stent in the stomach. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.